Event description:
A male patient underwent a therapeutic ercp procedure with placement of a covered biliary wallstent. When attempting to place the wallstent rx single use biliary endoprosthesis, the catheter broke. The scope was in a tightly flexed position. The catheter kinked in the area of the tight flex. The catheter broke in the kinked area. The catheter was removed from the scope in one place. Another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill affects as a result of this issue. The patient condition was noted to be 'ok'.